Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v072248, implanted: (B)(6) 2008, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4)

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was overstimulation. The patient fell and hit her back on her dresser and the "area itself seemed to be moved out of position." The patient's implantable neurostimulator (ins) did not seem to be working properly. It seemed like sometimes, when the patient laid in certain positions, the ins got stronger or weaker for no reason. The patient noted this occurred without the her touching her controller or making any changes. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.